Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken to reposition the pt's ((B)(6)) ipg due to discomfort. The device had reportedly become mobile in the pocket, and visible redness and bruising at the ipg site had occurred. Follow up on this matter found the reported issue has resolved as a result of the surgical procedure.